Event description:
It was reported that balloon rupture occurred. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon burst before reaching the nominal pressure. The procedure was completed after the device was removed and replaced with an alternative device of the same size. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 13mm in length and extended from a position 3mm distal of the proximal markerband to 16mm distal of the proximal markerband. A visual examination observed damage to the tip of the device. Visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon rupture occurred. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon burst before reaching the nominal pressure. The procedure was completed after the device was removed and replaced with an alternative device of the same size. No patient complications reported.